Manufacturer narrative:
(B)(4). Unit had unresponsive buttons due to flattened (creased) all buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery alarm due to unresponsive button. Unit had battery cap stripped battery cap coin slot (p), minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. No corrosion in battery tube and battery tube lip noted.

Event description:
Customer's parent reported via phone call that they had a low battery alert but they were unable to remove the battery cap off the insulin pump due to corrosion. Blood glucose value was 240 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will be returned for analysis.